Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient is having a robotic prostatectomy performed. The surgeon requested a disposable hemo-lok clip applier for this case. When the surgical assistant went to use the clip applier during the surgery, it malfunctioned. The first clip just fell off the applier into the patient's abdomen, and the clip applier did not reload itself like it was supposed to. They pulled it out of the patient and tried trouble shooting the issue and the clip applier still wouldn't work properly. The clip was removed from the patient's abdomen with no harm to him. There was a slight delay to the surgery due to needing to switch to the non-disposable hemo-lok clip applier."

Event description:
It was reported that: "patient is having a robotic prostatectomy performed. The surgeon requested a disposable hemo-lok clip applier for this case. When the surgical assistant went to use the clip applier during the surgery, it malfunctioned. The first clip just fell off the applier into the patient's abdomen, and the clip applier did not reload itself like it was supposed to. They pulled it out of the patient and tried trouble shooting the issue and the clip applier still wouldn't work properly. The clip was removed from the patient's abdomen with no harm to him. There was a slight delay to the surgery due to needing to switch to the non-disposable hemo-lok clip applier."

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 07 may 2025, should be retracted.